Event description:
Patient's left ankle and foot wrapped with tape product on 3/19/98 for a tendonitis problem to give the foot and ankle support. The pt complained of itching and unwrapped the area on 3/24 and noticed the area to be reddened. On 3/27 the area where the tape had been was inflamed and the skin had opened and was draining. Doctor diagnosed pt with "severe dermatitis with a secondary infection" because the rash had also spread to other parts of the body. The pt is being treated with an oral steroidal antiinflammatory and an oral antiobiotic.